Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had been trying to use her controller on (B)(6) 2018 because her speech at different times during the day became slurred so she thought she would raise stimulation to 2.70 which was within her limits. The patient also reported not walking properly and she had slowly started hanging on to things so she wanted to increase stimulation. The patient was trying to use her patient programmer (pp) and reported it showed the "check ins" icon. The patient reported she had been on b at 2.60 and then raised it to 2.70 but when she did that, her whole body started shaking uncontrollably especially in her right arm so she reduced it back to 2.60 but her right arm was still shaking badly and the "triangle was flashing". During the call, the pp showed stim off. The pp was set in icon mode and the patient was offered assistance to change to text mode. When the patient did a check with the pp it showed flashing off/ok 2.60 on both sides. The patient turned stimulation back on during the call and stated she was feeling it turn on and she did not feel good but "it would pass". The patient initially thought stimulation had been turned off, when she had just turned it back on. But the patient did another check with the pp and reported seeing the lightening bold and on/ok and b 2.60 on both sides. At this time the patient reported her right arm and hand felt kind of numb but the shaking was gone. The patient stated the numb hand issue was new after turning stimulation back on during the call. The patient wondered if stimulation had been turned off for the whole day. The patient also reported the day prior she saw a big number 293 but did not know what that meant. The patient may have seen a checkmark with it and the patient said that is when she turned it off and turned it back on it was 260. The caller was redirected to follow up with the health care professional (hcp). The patient confirmed she was feeling better at the end of the call and stated it had happened before when she was in the hcp office so she knew what happened and felt better.